Manufacturer narrative:
Samples received: no samples are available. There are no previous complaints of this code batch. There are no units in stock. Without closed sample we cannot carry out a complete investigation. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill requirements. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Needle broke very easily, no signs of fatigue. No incidents and no samples available.